Event description:
The hcp reported the pump was explanted after an implant duration of 83 months due to battery depletion. No patient symtoms were reported. After the pump replacement surgery, the patient outcome was reported as good. A follow up report will be sent if additional information is received.